Manufacturer narrative:
Combination product: yes.

Event description:
Lead dislodged and migrated out of the apex. No capture was noted, fluctuating impedance measurement and noise were also seen. The lead was capped.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.